Event description:
It was reported that the patient experienced symptoms of syncope and a fall potentially related to their implantable pulse generator (ipg) reaching elective replacement indicator (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.